Event description:
We logged an external deviation ( formerly known as a scar) regarding an issue that occurred concerning ¿a fly has found trapped inside a becton dickinson syringe, 50ml (kg00031 mnf# 309653) during wiping¿. We were able to remove the item from our stock and therefor has limited impact, during the investigation it is classified as minor. Attached you can find the report from our qsm and two images of the involved syringe and fly. Could you please investigate and prevent reoccurrence? Response target date for this issue is 23feb2024.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a fly was found trapped in a syringe. To aid in the investigation, four samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. A visual inspection was performed. One of the samples has an insect adhered to the outer wall of the syringe barrel. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if the pest controls in place did not detect the insect. A device history record review was completed for provided material number 309653, lot 3139731. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. We logged an external deviation ( formerly known as a scar) regarding an issue that occurred concerning ¿a fly has found trapped inside a becton dickinson syringe, 50ml (kg00031 mfn# (B)(4)) during wiping¿. We were able to remove the item from our stock and therefor has limited impact, during the investigation it is classified as minor. Attached you can find the report from our qsm and two images of the involved syringe and fly. Could you please investigate and prevent reoccurrence? Response target date for this issue is 23feb2024.